Event description:
The rptr is calling in reference to problems associated with microbore IV tubing. The tubing which arrives in cellophane wrapping has been arriving in pieces. The caps covering the IV ports are either loose or completely detached. The tubing is also disconnected. Pharmacy personnel prepare all tubing for pump use and considers any tubing found in this manner to be nonsterile and therefore unusable. No pts have been involved in this situation. The rptr feels that perhaps multiple lots have been involved.